Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced separation of the injector and mating component -needle exposure. Product defect occurred during use. The following information was provided by the initial reporter: after the completion of administration of carboplatin, the hcp tried to pull the injector out of the interface but it was difficult to remove it, which resulted in the needle exposed.

Manufacturer narrative:
H6: investigation summary two injector samples along with two protectors connected to a vial were provided to our quality team for investigation. Upon visually inspecting the product, the grips from the injector safety sleeve were observed to be damaged and removed from their original place, the needle was exposed, and the membranes appeared to have been penetrated multiple times. Functional evaluations identified the injector could not be connected onto the IV set. Product is visually and functionally tested throughout the manufacturing process to ensure the quality and functionality of the device. A device history review was performed for lot 1907102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Based upon the quality teams investigation we are not able to identify a root cause related to our manufacturing process at this time, it appears the injector was not properly engaged, damaging the grips and causing the needle to become exposed. The injector must be attached to the mating components with the proper orientation for successful engagement of the devices. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve, and the injector canot be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices to ensure the product functions properly. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced separation of the injector and mating component -needle exposure. Product defect occurred during use. The following information was provided by the initial reporter: after the completion of administration of carboplatin, the hcp tried to pull the injector out of the interface but it was difficult to remove it, which resulted in the needle exposed.

Manufacturer narrative:
The following information has been updated/corrected: d.10. Devica available for eval.uation?: yes. D.10. Returned to manufacturer on:(B)(6) 2020 h.3. Device return to manufacturer? : yes. Device eval. By manufacturer?: yes.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced separation of the injector and mating component -needle exposure. Product defect occurred during use. The following information was provided by the initial reporter: after the completion of administration of carboplatin, the hcp tried to pull the injector out of the interface but it was difficult to remove it, which resulted in the needle exposed.